Event description:
This lead was implanted on (B)(6) 2010 and remains implanted at this time. A call to technical services was placed on 06/28/2014 informing this lead exhibited sensing issues. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).